Manufacturer narrative:
After battery installation the insulin pump gave an unexpected solid white and blank display with unexpected horizontal lines on display due to cracked and broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify critical pump error due to display anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had critical pump error on insulin pump. The customer's blood glucose was 180 mg/dl. The product was not returned for analysis.